Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap excision of a lesion of the uterus. According to the reporter: during use the doctor confirmed through the monitor that a black foreign material fell into the abdomen in the pt. The doctor retrieved it from the pt and identified that it was about 1cm of the distal part of shaft of the concerning product, which was melted off. The instrument itself was scrapped and only that part of shaft was returned. Opened another to complete the case. No pt harm. Reported there is no possibility that anything else was left in pt. Operating time not extended. There was no additional tissue resection or tissue damage. There was no bleeding. The lot number for the device was not available.